Event description:
During placement of a bravo ph monitor the device, ref # fgs-0313, lot # 44320 failed to deploy from the insertion device during esophagogastroduodenoscopy (egd). A second bravo ph monitor was attempted and device ref # fgs-0313 lot # 44320, and also failed to deploy. No adverse effects or distress noted to the patient.